Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The site disconnected and reconnected the scope from the tower, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scope image was inverted and would not correct. The clinical sales representative (csr) attempted to reseat the scope several times without success. The surgeon continued with the procedure robotically. There was no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information available. Based on the information from the csr the issue was resolved by unplugging the endoscope from the tower and plugging back in.

Event description:
Refer to h11 for follow-up information.